Event description:
It was reported that during the implant procedure, the physician was unable to tighten the atrial set screw. Multiple hex wrenches were used without success. The device was removed and replaced without issue to the patient.

Manufacturer narrative:
The implant date should not have been reported as the event took place during the implant procedure. The explant date should not have been reported as the event took place during the implant procedure.

Manufacturer narrative:
The reported field event of set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.